Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a follow up report will be submitted.

Event description:
Received information stating customer received an altitude alarm. Reportedly, the customer's blood glucose level was not impacted.